Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: environmental testing conditions(control solution).

Event description:
Costumer reported complaint for low results when testing with control test solution. The customer is concerned with tests results from control test result obtained of 23 mg/dl. The customer's expected fasting blood glucose test result range is 99 - 110 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was not performed by the customer. The product storage was undisclosed. The test strip lot manufacturer's expiration date is 03/17/2018 and open vial date is 11/10/2016. The meter memory was reviewed for previous test result history (customer had a difficult time reading dates and times): (B)(6). Memory concerns:23 mg/dl control test result. When testing with control solutions, customer obtained a 23 mg/dl result with a control level 3 on two different occasions while on the phone with me. Customer had tested with control solution 2 and obtained 127 mg/dl, and tested with control solution 1 and also obtained a 23 mg/dl result. Customer had a difficult time reading dates and times from meter memory. Customer seemed to be following instructions and continued to obtain a low reading with level 3 control solution.

Manufacturer narrative:
Internal report # (B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: environmental testing conditions(control solution).

Event description:
Costumer reported complaint for low results when testing with control test solution. The customer is concerned with tests results from control test result obtained of 23 mg/dl. The customer's expected fasting blood glucose test result range is 99 - 110 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was not performed by the customer. The product storage was undisclosed. The test strip lot manufacturer's expiration date is 03/17/2018 and open vial date is 11/10/2016. The meter memory was reviewed for previous test result history (customer had a difficult time reading dates and times): the 23mg/dl (B)(6) 2016 03:53 pm control, the 144mg/dl (B)(6) 2016 03:45 pm fasting:no, the 132mg/dl date:n/a time: n/a fasting:no, the 137mg/dl date:n/a time: n/a fasting:no, the 174mg dl date:n/a time: n/a fasting:no. Memory concerns:23 mg/dl control test result. When testing with control solutions, customer obtained a 23 mg/dl result with a control level 3 on two different occasions while on the phone with me. Customer had tested with control solution 2 and obtained 127 mg/dl, and tested with control solution 1 and also obtained a 23 mg/dl result. Customer had a difficult time reading dates and times from meter memory. Customer seemed to be following instructions and continued to obtain a low reading with level 3 control solution.